Event description:
It was reported a patient underwent radial collateral ligament repair of the thumb on (B)(6) 2014. During the anchor insertion the inserter bent and would not allow the anchor to be inserted completely. A second implant was inserted and the anchor would not deploy. The procedure was completed with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-00840 /00841.